Manufacturer narrative:
Concomitant medical products: product ID: 748295, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: extension. Product ID: 3387-40, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: lead. Product ID: 748295, serial/lot #: (B)(4), ubd: 12-oct-2009, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 12-oct-2009. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient developed an infection which required removal of her entire system. The patient was treated with an extended course of IV antibiotics. The infection resolved and recently underwent placement of a right deep brain stimulation (dbs) lead. No further complications were reported or anticipated with this event.